Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
During a post market evaluation of the foxcross pta catheter, it was reported that the crossability, balloon rewrap, system removal through the sheath and overall performance of the foxcross balloon catheter is somewhat worse compared to a non-abbott balloon catheter. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.